Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a grip axis pin dislodged from the grips. The pin wasn't returned with the instrument. Grips and other components adjacent to the dislodged pin did not show damage.

Event description:
It was reported that the prograsp forceps jaw was broken. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 30-sep-2024: it was unknown when the broken jaw was discovered and whether or not the instrument broke outside of the patient. There was no report of fragment fall into the patient.